Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic legal received information regarding defective insulin pump from the attorney of the family. The information received on (B)(6) 2021 stated insulin pump failed in its delivery of insulin to her, resulting in an acute episode of diabetic ketoacidosis and severe hypoglycemia, the customer was using minimed 670 insulin pump. Customer stated they were hospitalized for 4 days. The insulin pump will be and reservoir will not be returned for analysis.